Event description:
It was reported that during a carotid artery stenting procedure, a catheter shaft perforation occurred. The lesion was located in the left carotid artery. The lesion details are unknown. The carotid wallstent catheter shaft was perforated by the filterwire, when the physician attempted to insert the wire into the stent catheter outside the patient. The wire lumen was restricted. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "stable".

Manufacturer narrative:
(B) (4).